Event description:
It was reported that the customer received a no delivery alarm and was unable to clear the alarm. The customer changed out the infusion set and reservoir, but the issue persisted. The customer removed the battery for 30 minutes, and the insulin pump began working again. The customer's blood glucose at the time of the alarm was over 200 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer did not recall any significant events leading to the keypad issues in regards to not being able to clear the alarm. The customer also stated that the insertion site would sometimes be infected and bled. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.